Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed that a pin had fallen through the body of the device, the leg of the device was damaged, and the device contained metal debris. This was attributed to faulty care and maintenance. Maintenance was performed and device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer stated that pin had fallen out of device, into the leg, damaging tissue and leaving metal debris. This is report 1 of 1 for complaint #(B)(4).